Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the infusion sets were changed to address the issue. Additionally, it was reported that the customer experienced blood glucose (bg) levels that ranged from 50 mg/dl (cause unknown) to 300 mg/dl. Customer either drank orange juice or ingested a glucose tab to address low bg. The customer continued to use the pump for insulin therapy.